Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Vascular access was obtained through the femoral artery. Upon the first inflation, the apex otw 20mm x 2.50mm balloon ruptured at 4 atms for 15 seconds. The device was successfully withdrawn and the procedure was completed with another apex otw balloon catheter. There were no patient complications or injuries reported. The patient status is listed as 'fine'.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)